Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg ICD, implanted: (B)(6)2012. (B)(4).

Event description:
It was reported that during device follow up, the patient's implantable cardioverter defibrillator (ICD) had unexpected longevity, specifically elective replacement indicator (eri). It was noted that the device only lasted three years. The device was explanted and replaced. Next, the patient's left ventricular (lv) lead had high thresholds. The lv lead remains in use. Finally, the patient's right ventricular (rv) lead had high thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.